Event description:
The account alleged the brakes were not holding. No pt impact.

Manufacturer narrative:
The technician found the brakes were not set in the locked position, user error. The technician locked the brakes to resolve the issue.